Event description:
Reporter alleged blood glucose measured 134 mg/dl, at 4:56 pm ,back to back with a result of 105 mg/dl performed 2 mins apart. It was stated afterwards, someone provided customer with some orange juice due to the customer stating the first reading was too high and her glucose "falls quickly". Reporter stated ambulance tested customer' s glucose to be 47 mg/dl fiteen minutes later, so customer was transported to the hosp where their result was 88 mg/dl. Reportedly, customer was treated with a saline IV and some juice at the hosp. Reporter indicated the day of the alleged event, customer did not take a morning glucose reading or eat a normal breakfast, however, took normal morning dosage of 80 units of insulin at 11 am. A request had been made for the return of the suspect device and replacement product was sent.